Manufacturer narrative:
The cause was traced to a rotor sensor signal outside the detection limits set by the pump software. Specifically, the rotor-sense pulse width generated wa less than the required value of 80 msec. Although co has had only one reported incident, a decision was made to issue a product correction notice to distributors and pump users. The notice was issued on 12/4/96. Two tests were included as attachments for detecting the problem; there was a third option of returning the pump to the plant for testing. Also, update cleaning instructions were provided to help prevent the problem from arising if the pump rotor is not properly reattached were provided to help prevent the problem from arising if the pump rotor is not properly reattached after cleaning. Meanwhile, rand d has developed a software fix. As soon as authorized, customers will be notified to return pumps for upgrading.

Event description:
Customer reports that pump was infusing at a rate faster than was programmed on the pump. A rate of 90 ml/hr was programmed and after 4 hrs, the pump reading for feed total was over 600 mls. The pump was then removed from the pt.